Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several unexpected restart alarms on the insulin pump after changing the battery. Customer also had a keypad anomaly. Customer stated that the numbers increased alone and the pump asked them to set the time and date. Customer was advised to revert to a back-up plan.